Event description:
Boston scientific crm received information that the patient implanted with this product expired, due to a patient infection.

Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.